Event description:
It was reported that an undefined alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly the alarm cleared, and the customer continued to use the pump for insulin therapy.